Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, on an unspecified date the iol had been explanted due to unspecified issue. Additional information has been requested; however, no further information is available.

Manufacturer narrative:
Additional information was provided in b.2., b.5., d.5., e.1. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury as per definition. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated the reporter was only enquiring about prior measurements of the implanted iol. The iol was not explanted. The reporter was not considering this as a product complaint.